Event description:
It was reported that a nurse stated "the pilot line on the endotracheal tube came off."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the doctor continued to use tube without cuff. No patient injury or further incident with the cuffless tube and the rt discarded tube after use. No patient information is available. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.